Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 9.5 years in (B)(6) 2017. In (B)(6) 2018, the estimated longevity was 6.5 years. Three days later the estimated longevity was 5.5 years. A copy of the device¿s memory was preserved for analysis. Memory analysis confirmed that the device was depleting faster than expected and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The device was misplaced following explant. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.